Manufacturer narrative:
Upon review of the file it was noted that the event date was not corrected.

Manufacturer narrative:
A correlation between the lvad and the reported thrombus and ischemic stroke could not be conclusively determined as the lvad remained in the patient. The pump outflow graft was stapled off and the device was shut off on (B)(6) 2014 as a result of suspected thrombus and also due to the patient demonstrating ventricular recovery. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for ischemic stroke on (B)(6) 2014. Pump thrombus was suspected. The pt demonstrated ventricular recovery. The pump outflow graft was stapled off and the device shut off due to suspected thrombus and ventricular recovery. The device remains inside the pt and will not be returning for investigation.

Manufacturer narrative:
The device was shut off and remains inside pt and will not be returning. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.